Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including checking the o-ring and cleaning the pneumatic tap area, which ultimately allowed the customer to successfully reload the cartridge and resume using the pump.